Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported side unspecified "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)" with no treatment. Patient was also diagnosed with lyme disease, reportedly caused by "tick bite", which was treated with doxycycline, and amoxicillin. The event of lyme disease is not considered device related. Affected side left side. Device has been explanted.